Event description:
It was reported that there were a multiple events of large volume pumps (lvp) that have had persistent air-in-line (ail) alarms. Upon inspection, there was no air noted in the tubing set. It was observed that the issues occurred with new grey/white pump lvp door. There were no adverse events. The customer stated no further information is available.

Manufacturer narrative:
The customer¿s stated issue of persistent ail alarms when no air was noted was confirmed through testing when the tubing is not properly inserted in the ail detector. During the inspection of the returned device it was immediately observed that an m2 bezel was installed. The m1 and m2 bezels are not interchangeable. This is noted in service bulletin 599a. The log review found multiple air-in-line alarms during the customers reported time frame. Functional testing consisting of set testing found the device out of specification if the set was not fully seated in the ail sensor. The pump module as configured when received was missing the components to seat the set in the ail sensor. The false air-in-line test was performed on the source pump module which found the device operating in specification when the set is fully seated in ail sensor. The m1 8100 pump module door assemblies have a tubing keeper, which assists in seating and retaining the IV tubing in the ail sensor assembly. The 8100 m2 bd/alaris bezel assemblies have a tubing guide arm that ensures that the set is fully pushed into the air-in-line sensor. The dfu states the set must be fully seated in the air-in-line sensor to operate properly. The alaris infusion modules employ measurement systems to detect and alarm for conditions adverse to safe administration of fluid. These include measurements of proper infusion set loading (free flow detection), pressure (occlusion detection), and air-in-line detection. The pump module was in use during treatment. A review of the device history record showed the device had a manufacture date of 25mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer¿s stated issue of persistent ail alarms when no air was noted was confirmed through testing when the tubing is not properly inserted in the ail detector. During the inspection of the returned device it was immediately observed that an m2 bezel was installed. The m1 and m2 bezels are not interchangeable. This is noted in service bulletin 599a. The log review found multiple air-in-line alarms during the customers reported time frame. Functional testing consisting of set testing found the device out of specification if the set was not fully seated in the ail sensor. The pump module as configured when received was missing the components to seat the set in the ail sensor. The false air-in-line test was performed on the source pump module which found the device operating in specification when the set is fully seated in ail sensor. The m1 8100 pump module door assemblies have a tubing keeper, which assists in seating and retaining the IV tubing in the ail sensor assembly. The 8100 m2 bd/alaris bezel assemblies have a tubing guide arm that ensures that the set is fully pushed into the air-in-line sensor. The dfu states the set must be fully seated in the air-in-line sensor to operate properly. The alaris infusion modules employ measurement systems to detect and alarm for conditions adverse to safe administration of fluid. These include measurements of proper infusion set loading (free flow detection), pressure (occlusion detection), and air-in-line detection. The pump module was in use during treatment. A review of the device history record showed the device had a manufacture date of 25mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that there were a multiple events of large volume pumps (lvp) that have had persistent air-in-line (ail) alarms. Upon inspection, there was no air noted in the tubing set. It was observed that the issues occurred with new grey/white pump lvp door. There were no adverse events. The customer stated no further information is available.